Event description:
Patient reported right side rupture and implant exchange from textured to smooth due to the patients concerns with the product. Healthcare professional later confirmed rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and implant exchange from textured to smooth due to the patients concerns with the product. Healthcare professional later confirmed rupture. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side rupture and implant exchange from textured to smooth due to the patients concerns with the product. Healthcare professional later confirmed rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. Anxiety-product/procedure: unable to observe. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: b6, g1, g2, h3, h6, h11.